Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer continued to use the pump for insulin therapy.